Event description:
It was reported the atrial lead was fractured. It was further reported a lead warning occurred and the lead warning is noted as the implant date however the clinician reported the lead was working without difficulty at implant and it is unknown when the fracture occurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-25 lead, implanted: (B)(6) 2007. (B)(4).